Event description:
Handle was jamming and misfiring. Clip fell into pt cavity and had to be retrieved. No harm to pt.

Event description:
Handle was jamming and misfiring. Clip fell into pt cavity and had to be retrieved. No harm to pt.